Event description:
Covidien received information stating that while in use on a patient, a ventilator generated a severe occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the exhalation filter and the device passed all testing. The customer also reported the device is now back in service.